Event description:
Per the clinic, short circuits were noted on 8 electrodes and subsequently, the device was explanted (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.